Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient whose age and gender were not provided had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that during impella support the patient developed access site bleed. As a result, hand pressure hemostasis was performed and blood products were administered. No further information was provided.